Event description:
No additional information.

Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: "during use of the product, there was a liquid leak." The product in use at the time is reported to be a mp1000-c. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000-c products in the past 12 months.

Event description:
During use of the product, there was a liquid leak; the patient had infectious syphilis, and the sealing solution splashed into the nurse's eyes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.